Manufacturer narrative:
Product analysis: at analysis the customer comment of "stylus not working, stylus calibration does not pass" was partially confirmed. The programmer could pass the stylus calibration process but the stylus was sometimes faltering on the screen and the stylus was not working correctly. The stylus was noted to be worn out. No further anomalies were observed and it was noted that the programmer worked normally without any problems. The left and right latches on the cord bay were broken, the logo button was missing and the bezel had minor damage observed however it was considered acceptable. The stylus, cord bay and logo button were replaced, the touch screen was calibrated and software was installed and updated to the newest version. The programmer passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not working. It was noted that calibration was attempted, but was unsuccessful. The programmer was returned for service. There was no patient involvement.